Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the arm on (B)(6) 2016. Patient's mother described the skin reaction as redness and moist skin where the adhesive touches the skin. Patient's mother treats the affected area with clindamycin and bactrim, prescribed by patient's physician for a previous skin reaction from sensor adhesive. Patient's mother stated that she did not seek medical intervention for the reported skin reaction. Patient was seen by his allergist on (B)(6) 2016. Patient's allergist refilled that patient's prescription for bactrim at this time. Additionally, patient was seen by his endocrinologists on (B)(6) 2016, for a regularly scheduled appointment. Patient's endocrinologist looked at the skin reaction and did not prescribe additional medications. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.